Manufacturer narrative:
(B)(4). D10: medical product: unknown vanguard tibial tray: catalog#ni, lot#ni; unknown vanguard articular surface: catalog#ni, lot#ni. G2: foreign - event occurred in germany. G2: literature: katsaras, a., noeth, u., rackwitz, l. Et al. Precision analysis of robotic-assisted total knee arthroplasty. Experience from a high-volume center. Arch orthop trauma surg 145, 417 (2025). Https://doi.org/10.1007/s00402-025-05997-4. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. A review of the device history records was not performed as the reported event was determined to be unrelated to the implanted zimmer biomet device. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. If deeper exploration of the wound is warranted and the joint space is entered, a poly exchange is typically performed in conjunction with the I&d to clear out any debris, hematoma formation, or to prevent deep joint infection. As there are multiple factors that may contribute to disordered wound healing that are outside the control of zimmer biomet, the root cause of the reported event was determined to be not related to the device. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was obtained that reported a retrospective study from germany. The purpose of the study was to examine and compare surgery morbidity, short-term outcomes, and patient recovery after implementation of a robotic-assisted semi-autonomous surgical tool (ra) versus (2) conventional jig-based instruments (jb). The study reviewed 182 tkas, 91 robotic-assisted procedure and 91 conventional jig-based procedures. In all cases a medial parapatellar approach was performed. A cruciate retaining tka model with a j-curved femoral profile and a fixed-bearing design was used in all cases (vanguard knee®, zimmer-biomet, warsaw, indiana, USA). All implants were cemented (unknown cement) and no patella resurfacing was initially performed in the included patient samples. All robotic-assisted operations were performed with the rosa® knee system (robotic surgical assistant®, zimmer-biomet, warsaw, indiana, USA). The study population had a mean age of [70.75yrs jb group and 71.6yrs, ra group] years at time of surgery (range, 69.89-72.61 jb and 69.92-73.28 ra); (31 males/60 females jb group and 42males/49 females ra group). Follow-up was conducted at days 1-5 post-op with every patient checked for early inpatient complications and any possible subsequent readmission and/or re-op relevant to the knee within the first 90 days after surgery. The study reported there was 1 case of disordered wound healing which occurred within 90days post-op in the jb group which was treated with debridement and poly exchange. The intra-operative bacterial culture tests as well as the inlay-sonification were all negative for infection. Due diligence is complete as multiple attempts have been made and no additional information has been provided.